Event description:
New information indicated the oversensing resulted in pacing inhibition. The issue was first observed in clinic. The patient was stable post procedure.

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).